Manufacturer narrative:
Details of complaint: the customer reported that the electrocardiograph ECG-1950k (veterinary use-only instrument) made a sparking noise and then gave a "battery" error message, something akin to "battery not working," but the specific message is not known. No sparks were visible, and the office manager only heard something that sounded like sparking. They no longer trusted the unit after that. No injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported the device would not charge batteries despite using known working battery packs. There is insufficient information to determine the cause of the audible sound, or the cause of battery not charging. Per the operator's manual, the device displays a "charge battery" message when the battery is sufficiently discharged. This may be akin to the "battery error" message the customer reported. The battery pack may also become inactivated and unable to fully charge after extended storage time. It is recommended that the battery pack be replaced once yearly to ensure maximum performance of the electrocardiograph. These two reports were related and were within the same time frame for the same device. No other subsequent reports related to the battery have been made. Further action is not warranted at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the electrocardiograph ECG-1950k (veterinary use-only instrument) made a sparking noise and then gave a "battery" error message, something akin to "battery not working," but the specific message is not known. No sparks were visible, and the office manager only heard something that sounded like sparking. No injury was reported.

Manufacturer narrative:
The customer reported that the electrocardiograph ECG-1950k (veterinary use-only instrument) made a sparking noise and then gave a "battery" error message. No injury was reported. This device is a veterinary use-only instrument. No sparks were visible and that the office manager only heard something that sounded like sparking, and they no longer trusted the unit afterwards. This report was submitted because the device is similar to FDA cleared human use devices, and if this failure were to occur in one of those there would be a likelihood that it could cause or contribute to harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the electrocardiograph ECG-1950k (veterinary use-only instrument) made a sparking noise and then gave a "battery" error message. No injury was reported.